Manufacturer narrative:
(B)(4).

Event description:
It was reported that an impedance check revealed impedances above 10,000 ohms on all electrodes on the right lead. The connection was lost and patient information could not be obtained. Additional information has been requested, but was not available as of the date of this report.